Manufacturer narrative:
(B)(6) 2011: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at an unknown time in (B)(6) 2010. The patient claimed she manages her diabetes with pills and diet/exercise. On (B)(6) 2011 at an unknown time, the patient stated she had more food and/or drink after the alleged issue began. A month after the alleged issue began, the patient reportedly developed symptoms of shakiness, a headache, and felt hungry. In response to her symptoms, the patient indicated she self-treated with food and/or drink. On (B)(6) 2011 at 9:00pm, the patient stated she tested on another meter (brand unknown) and obtained a result of "138 mg/dl". At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misuse of the meter, and the meter required a new battery replacement. The alleged issue was not resolved at the time since the patient did not have a new battery available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.